Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received appropriate shock therapy for monomorphic ventricular tachycardia (mvt). Five shocks were delivered but the rhythm was not converted. Technical services reviewed the episode and noted the patient's heart rate was about 60-90 bpm prior to the episode; the onset was sudden. Sensing and detection were appropriate and before the first shock the rate was above 250 bpm. In the first two shocks the rate increased to about 320 bpm while the subsequent shocks had a more variable rhythm that was always above 250 bpm. It appeared that the patient went back to normal sinus rhythm spontaneously. The field representative confirmed the patient did not receive external shocks or cardiopulmonary resuscitation (CPR). The patient was not taking any medication that could impact the defibrillation thresholds. It was noted the patient had stopped taking betablockers due to a low pulse level. The physician believed the device may have migrated since implant as the device appeared more anterior in current x-rays. Technical services noted the shock impedance measurements were consistent with those at implant. The field representative later reported that the device was explanted and replaced. During the revision procedure, the sutures holding the original device were found to be broken, allowing the device to migrate to a more anterior position. A new pocket was made more posteriorly for the new device. Vf was induced and the device properly detected and converted the arrhythmia with 65 joules. No additional adverse patient effects were reported. The explanted device was discarded at the hospital.